Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 476 mg/dl. Pt then administered 30 units of insulin. About five hours later pt passed out at church and paramedics were called. The paramedics tested on their device and obtained a result of 28 mg/dl. Pt was taken to the hosp and given an IV with dextrose.